Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2426-0500 . Batch no: unknown . (Concomitant secondary set) material no: ms3500-15. (Concomitant secondary set) batch no: unknown . It was reported that a last dose of vancomycin was found in full in its bag, although it was set up as a secondary infusion. Date (03/07/2021). Verbatim: nurse found last dose of vancomycin bag full during morning med pass, which was set up as a secondary infusion. Patient piv connected, pump reading tko and primary bag infusing. Rn stated that the secondary roller clamp was open. They also checked the tubing set for kinks and none were found.

Manufacturer narrative:
H.6. Investigation: samples were returned by customer for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with water and the secondary set was primed with blue dye, and then infused with the pump dchu-0009 and pump module dchu-0015 at 125 ml / hr and allowed to flow into an empty beaker. After the infusion about 125 ml was seen in the empty beaker. The customer complaint that a last dose of vancomycin was found in full in its bag, although it was set up as a secondary infusion could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 2426-0500. Batch no: unknown . (Concomitant secondary set) material no: ms3500-15. (Concomitant secondary set) batch no: unknown. It was reported that a last dose of vancomycin was found in full in its bag, although it was set up as a secondary infusion. Date ((B)(6) 2021). Verbatim: nurse found last dose of vancomycin bag full during morning med pass, which was set up as a secondary infusion. Patient piv connected, pump reading tko and primary bag infusing. Rn stated that the secondary roller clamp was open. They also checked the tubing set for kinks and none were found.